Event description:
It was reported that on (B)(6) 2022, while inserting two(2) 8x90mm screws into the illium with the articulating t-handle the head of screws sheared off. The screws and fragments were removed and replaced. The procedure was completed successfully without surgical delay. Patient outcome was unknown. This report involves one (1) 8.0mm ti dual core uss screw 90mm thrd length f/6.0mm rods. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Additional device product codes: kwq, mni, nkb, and kwp. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.